Manufacturer narrative:
The reported device is enroute to conmed. A supplemental report will be filed after the evaluation and complaint investigation are completed.

Event description:
The user facility reported that during a rotator cuff (rc) repair, the lower jaw broke on the smi-02ap spectrum suture passer when trying to pass the needle through tissue. The broken jaw was retrieved from the surgical site and an alternative spectrum device was used to complete the procedure. This reported malfunction caused a 20 minute surgical delay and no patient injury was reported. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported device was returned to conmed for evaluation. The used device was visually inspected by the naked eye and confirmed to be broken. Furthermore, microscopic inspection determined there were no additional signs of damage. The reusable device was manufactured in 2016 and has no prior service history. It is suspected that this device fractured prior to reuse and when stress was applied during use, this fracture caused a weak point in the material and permitted a complete break. The performance of this device is also technique dependent. A two-year review of complaint history for this device family revealed 26 similar reported events. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable. The instructions for use advice the user of the following. Avoid the application of lateral force/stress. Do not use the device is parts are broken, cracked or worn, or if device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. The incident type will continue to be monitored through the complaint system.